Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was performed, and the patient will continue to be monitored. The patient¿s condition remained stable.